Event description:
It was reported that the pt experienced a loss of therapeutic effect and had blood in their urine. The pt's lead was replaced. Subsequently, the pt experienced pain down her right leg and could not drive. The pt's neurologist wondered if the pain was due to the neurostimulator. F/u info reported that the pt visited with her physician and with the company rep for the event. It was reported that she was still having problems with her device system. If add'l info is obtained, a f/u report will be sent.

Manufacturer narrative:
(B)(4).